Event description:
A customer reported that the pump screen required multiple taps and took longer than expected to respond to input. There was no reported impact to the customer¿s blood glucose level. The customer did not require any further action and declined a callback from customer support.